Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer¿s blood glucose was 371 mg/dl, he did not eat anything, the customer treated high blood glucose with insulin pump but it was still high then he gave himself manual injection. After giving manual injection, customer¿s blood glucose went to 200 mg/dl to 300 mg/dl, then he treated with carbohydrates and sugar juice. The customer¿s blood glucose went down up to 54 mg/dl. The insulin pump will not be returned for analysis.